Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The cause for the structural valve degeneration from device calcification could not be determined with the information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26 mm sapien valve failure occurred due to moderate/severe aortic insufficiency approximately 11 years and 3 months post implant in the aortic position. Tee showed leaflets did not have full coaptation during diastole. Patient was admitted with shortness of breath and acute heart failure. A valve in valve procedure was performed using a 23mm sapien 3 ultra resilia valve,. The CT prior to valve in valve was reviewed by an ew clinical imaging specialist. It was noted that in one diastolic frame that it appears that the left facing leaflet may be prolapsing and causing a gap between the non-coronary facing leaflet, which may be the source of the regurgitation. There is mild calcification and thickening of the leaflets. There is no stenosis.